Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient experienced post surgical complications following a da vinci surgical procedure.

Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci s hysterectomy procedure on (B)(6) 2008. Intuitive surgical was provided with the operative report. There was no indication of a malfunction of the da vinci s surgical system, instruments or accessories during the surgery. There was no report of an intraoperative complication. On (B)(6) 2008, the patient presented with symptoms of stool per vagina. She was re-admitted for a rectovaginal fistula. CT drainage was performed on (B)(6) 2008. On (B)(6) 2008, the patient underwent a laparotomy with a colostomy for defect of sigmoid colon performed. The patient's vaginal cuff was also noted as open. A pelvic abscess present was drained. The patient was discharged home on (B)(6) 2008 with wound vac therapy. On (B)(6) 2008 the patient underwent a subsequent colostomy closure on (B)(6) 2008. The patient was discharged on (B)(6) 2008.